Event description:
It was reported that the patient was believed to have suffered a shoulder dislocation. During the revision procedure, it was found that the bearing disassociated from the tray. It was noted that three locking tabs were broken off of the tray. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00336, 0001822565 -2023 -00344. D10: mini tray +5mm cocr +3 offset cat: 110031403 lot: 65312110. Cr prolong 40mm brng std cat: 110031421 lot:65007465. 25mm versa-dial taper adaptor cat: 118000 lot: 349540. Hmrl bearing 40mm +3 prlng cat: 110031422 lot: 64489347. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - head. No photos provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.